Manufacturer narrative:
(B)(6). Concomitant: dome hole plug single pack lot#61972712 item#00875700001, bone scr 6.5x25 self-tap lot#00625006525 item#61953470, bone scr 6.5x35 self-tap lot#61903012 item#00625006535, stem unk lot#unk item#unk, femoral head sterile product do not resterilize 12/14 taper lot#61879321 item#00801803601, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners lot#61972900 item#00875705201. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00736, 0001822565-2017-08269, 0001822565-2017-08267.

Event description:
It was reported that the patient underwent a total hip arthroplasty, and is subsequently experiencing pain. The patient has requested a revision procedure, however no revision has been reported to date. No further information available.